Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir and pump had air bubbles. The customer¿s blood glucose was 203 mg/dl at the time of the incident. The customer stated that approximate size of air bubbles is small and large air bubbles. The customer also mentioned about a bent cannulas. The product will not be returned for analysis.